Event description:
It was reported that a malfunction occurred, prompting the customer to visit the emergency room and subsequently be hospitalized, with a high bg and a high ketone level. The customer attempted to address their bg with mdi prior to the ER visit. The cause of elevated bg was suspected to be a malfunction code 9. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.